Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went to emergency room on (B)(6) 2019 at 1:30 pm due to diabetic ketoacidosis and a high blood glucose level of 432 mg/dl. The customer experienced symptoms related to his high blood glucose such as nausea, vomiting, and abdominal pain. The customer was assisted in troubleshooting for high blood glucose. He was treated with insulin. The insulin pump will not be returned for analysis.